Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with unknown operating system. The customer reported they did not hear the low glucose alarm while sleeping and therefore was not alerted of changes in glucose level. Reportedly, upon awakening, the customer heard the alarm but was unable to get up. The customer's spouse provided a sweet snack and called an ambulance. When paramedics arrived, the customer's blood glucose level had already improved; however, the customer was transferred to the emergency department due to their inability to move. The customer was hospitalized for three days; however, treatment details were not specified. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The investigation did not identify the application as the cause of the issue as the application functioned as intended and the customer was in deep sleep to hear the alarms and wanted librelinkup training, indicating that this is a training related issue. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section(s) updated as follows: d1 - brand name d2a - common device name d2b - procode d4 - model # d4 - serial # d4 - primary UDI number g4 - PMA/510(k) #

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with unknown operating system. The customer reported they did not hear the low glucose alarm while sleeping and therefore was not alerted of changes in glucose level. Reportedly, upon awakening, the customer heard the alarm but was unable to get up. The customer's spouse provided a sweet snack and called an ambulance. When paramedics arrived, the customer's blood glucose level had already improved; however, the customer was transferred to the emergency department due to their inability to move. The customer was hospitalized for three days; however, treatment details were not specified. There was no report of death or permanent impairment associated with this event.